Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. The device history report [DHR] of this product was reviewed no nonconformance reports or other abnormalities during the assembly of this lot were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported fluid leak under the cycler after treatment was completed. The source of the fluid could not be found. The patient effluent was clear. The patient¿s peritoneal dialysis nurse later confirmed that the leak did not result in any adverse events. Prophylactic antibiotics were not prescribed. Culture tests were not performed. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient resumed continuous cycler-assisted peritoneal dialysis after that. The set was discarded.